Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If any additional information becomes available, a follow up report will be submitted.

Event description:
It was reported a driver tip broke during an acu-loc next case. The scrub tech simply used the second driver in the set to allow the surgeon to complete the case, and there was no discernible operative delay.